Manufacturer narrative:
The customer has later confirmed that the event was indeed resolved by the replacement of the tubing that was causing the vacuum nozzle to leak. The customer was mistaken that there were further issues related to reported event after this action was performed. No further issues have occurred since the service action. The investigation determined the tubing change resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field service engineer found that vacuum tubing had ripped, causing leakage of the vacuum nozzle. The tubing was replaced. The customer continued to experience issues. The engineer returned and re-routed rinse head tubing. Probes were adjusted and probe wash volume was increased. Pump pressures were checked. The cell blank, cuvette rinse, and detergent volumes were increased. A regulator and tubing were replaced, but there was no improvement. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested for creatinine on a cobas 8000 c702 module. The first sample initially resulted in a creatinine value of 1055 umol/l and it repeated as 70 umol/l. The second sample initially resulted in a creatinine value of 264 umol/l and it repeated as 69 umol/l. The third sample initially resulted in a creatinine value of 178 umol/l and it repeated as 76 umol/l.